Event description:
It was reported that when the device was used during a colostomy, it delivered an incomplete staple line and fired malformed staples. The procedure was completed with sutures. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument arrived in good visual condition and with the original cartridge loaded in the instrument and with no staples present. No conclusion could be reached as to what may have caused the reported incident.